Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and this transvenous defibrillation lead recorded multiple diverted episodes, which resulted in pacing inhibition. Noise was present on the rate/sense channel; very little noise could be reproduced and it was not sensed. Further troubleshooting revealed noise on the shock channel when the patient pressed his hands together, but this noise was also not sensed. The device was already programmed to least sensitivity. A guidant technical services consultant discussed a possible connection issue, or lead issue, or that the high voltage leads may be reversed in the device header.